Manufacturer narrative:
(B)(4). Device returned. All available information was investigated and the reported gripper actuation issue was not tested during returned device analysis as the clip was deployed and the gripper line was not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (80525u107) referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report the gripper actuation issue with the clip delivery system (cds 80521u189). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first cds (80525u107) was advanced to the mitral valve however the grippers did not lower. The clip was locked and unlocked several times and the clip was able to be deployed. The second cds was advanced to the mitral valve; however, during deployment of the second clip (80521u189), the same issue occurred. The clip was able to be deployed. Two clips were implanted, reducing the mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.